Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen that rendered the display unusable while the wake button still functioned, and the user could not access the device; the device had been synced prior to shut down, and a replacement was arranged. Customer care provided assistance that included review of user report and verification of device information and shipping details. No injury associated with cracked screen reported. Outcomes included interruption of device use requiring replacement and continued cgm use via phone or receiver until the replacement arrived. Investigation of this case revealed physical damage to the screen consistent with accidental impact. It was concluded that the event was due to user-induced physical damage and not a device malfunction.